Manufacturer narrative:
.

Event description:
Procedure: vats. Sex: unk. According to the reporter: the surgeon closed the instrument and fired it, but it didn't lay down staples. It ended up damaging the renal artery and the patient had to be put on bypass. The yellow pushers were not visible at all indicating the instrument had not been fired. One of the nurses closed the instrument and partially pulled the firing handle and the instrument began to deploy staples. The surgeon indicated that he had pulled the handle to fire. The renal artery was repaired and the patient status was stated as fine after the surgery.